Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2012 with the following findings: the pump powered on to a blank display screen. A leak test was performed; the pump was found to be leaking due to a cracked pump case; moisture was found in the display connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.